Event description:
Customer reported a leak of approximately 10 ml of cleaner when using the unicel dxh 800 coulter cellular analysis system. The analyzer generated "shutdown failed" errors, and the leak was identified by the operator. The customer was wearing face shield, gloves and lab coat. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) did not observe a leak and was unable to reproduce one. He did find that the vent chamber sensor (199) was intermittently working and replaced the module resource controller (mrc) pc board (grc100) which was not functioning properly. The fse also replaced the valve at vl199 (enable vent waste). Instrument ran without incident. Identified failure modes: a faulty module resource controller (mrc) pc board (grc100). The valve at vl199 also required replacement. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).